Event description:
It was reported that during cardiopulmonary bypass surgery, the tcm tank was frozen as a result of producing too much ice. There was no flow on the sys. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field svc rep replaced the ice sensor pcb and the sys operated as intended. The part was returned to the manufacturer and the failure could not be duplicated. This report is being submitted to the FDA as a result of a retrospective review of product complaints.